Event description:
The following event was noted in "sirolimus-eluting stent implantation for unprotected left main cornary artery stenosis", journal of the american college of cardiology; volume 45, issue3, 2/1/2005, pp. 351-356. This pt experienced a restenosis of the ostial lcx approx 6 months after stenting of the lmca across the lcx with a cypher stent. No intervention of the restenosed segment was performed.